Manufacturer narrative:
(B) (4): information is unavailable; device was not returned for evaluation. No device was returned the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that a procedure was performed for the purpose of excising a tumor in the abdomen. [Surgeon] attempted to fire an ethicon ta60 stapler as a part of the process of excising the tumor. The device was fired across the base of the mass and when he removed the device, there were no staples to be found which resulted in a very difficult closure of an esophagogastric junction 3 cm opening oriented posteriorly.

Event description:
Received operative report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).